Event description:
The following has been reported: "problem: function button is not working. Action: display cover replaced. Tested. Unit is working fine. Resolution: unit back to service. Brought to pump garage and placed for charging." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.